Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicatng that the insulin pump alarm button error. Customer's blood glucose was 290 mg/dl. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The act button on the insulin pump had intermittent button responds due to corroded keypad traces. No button error alarm during testing. The device had minor scratched lcd window, cracked reservoir tube lip, cracked case at the display window corner, scratches on the reservoir tube window, and cracked battery tube threads.